Manufacturer narrative:
E1: patient city: (B)(6). Patient country: switzerland.

Event description:
Reference number: (B)(4). Event occurred in switzerland. It was reported that patient experienced an event of infusion set tubing detachment on (B)(6) 2025. The site of detachment was connector. The insertion site was abdomen. The infusion set was in use for two days. No further information available.